Event description:
Information received indicates the head up function is not working.

Manufacturer narrative:
The technician found the valve guide tube was sticking. The technician cleaned the valve guide tube to repair the bed.